Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer had resolved the failed pockets, and it was confirmed by contacting the pharmacy. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and could not be recovered. The customer reported that recovery attempts resulted in the message 'you do not have access to one or more items.' The customer also stated that the hardware was displayed as failed, and the affected cubie was listed under recover storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.